Event description:
After essure I have been in extreme pelvic pain; back pain, fatigue, bleeding, spotting, bloating, have to take pain medication just to get through each day. I cramp all of the time. I have pelvic pain all of the time. It has impacted every aspect of my life. (B)(4).